Event description:
It was reported that "it was unable to apply ventricular pacing after insertion, although it was able to apply atrial pacing." The customer commented that the enlarged right atrium (ra) would have affected the problem. There were no patient complications reported.

Manufacturer narrative:
One pacing catheter with monoject 1.5 cc limited volume syringe was returned for evaluation. No introducer was returned with the catheter. The balloon inflated clear and concentric with 1.5 cc air and the balloon remained inflated for 5 minutes without leakage. Continuity testing confirmed all electrodes were continuous and there were no short or intermittent conditions. All through lumens were patent without any leakage or occlusion. No visible damage to the catheter body or returned syringe was found. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. The complaint could not be confirmed during the evaluation. No indication of a manufacturing defect was noted during the analysis. It could not be determined if any clinical or procedural factors may have contributed to the event. No actions will be taken at this time.